Event description:
Patient is experiencing chronic abdominal pain, can't lay on her stomach or side, cant' sit too long or drive too far, can't bend over, etc.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.